Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pain returned. Patient tried turning up the device. Patient reported they did not know what to do. Patient stated they turned it off and no longer have it shocking them. Patient stated issue resolved after shutting it off, however they were afraid to turn it on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the last couple of days, patient has stopped getting pain relief on her left leg and her right leg has been getting a shocking sensation. Patient wanted to know if leads could break or move to cause this shocking sensation. Patient stated she tried changing groups, but that made the shocking even worse so she went back to original group and tried decreasing stimulation. Patient stated that both of the changes she attempted did not minimize or get rid of the shocking sensation. Patient services (pss) recommended turning neurostimulator (ins) off to see if the shocking subsides. Patient reported she had a nightmare the other night that made her jump out of bred which caused her to hurt her back. No further complications were reported/anticipated.